Manufacturer narrative:
D4: UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm for ¿key stuck¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9 date returned to manufacturer: 15-dec-2023 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the keypad was damaged. Review of the event history log showed an occurrence of the reported issue. Functional testing duplicated the reported issue. The investigation determined that the damaged keypad was the cause of the reported issue. The keypad was replaced along with the downstream occlusion sensor seal. Service history review identified the complaint was not related to a previous service of the device within the review period.